Event description:
The customer reported that the system intermittently displayed flickering or dark or no images on the monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The contacts and potentiometers on the main monitor tube board were cleaned, and the power pack voltage was checked. The system was tested and found to be working as intended and put back into service.